Manufacturer narrative:
(B)(4). The reported description notes that the central monitor did not post an alarm from a connected bedside monitor. It was noted that the bedside monitor did alarm. A death occurred during this incident but the limited available information does not indicate any relationship between monitoring and the patient outcome. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the central monitor did not post an alarm from a connected bedside monitor. It was noted that the bedside monitor did alarm. A death occurred during this event.